Event description:
Reporter indicated that handheld screen became frozen during programming history download process. Troubleshooting did not resolve reported event. The handheld was returned to manufacturer for analysis.

Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a serious injury or death.